Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, lot#: 0207125721, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that there was a loss of stimulation. High impedance was found on the used electrodes. No external factors were identified. Reprogramming around the electrodes with high impedance was done, but was not successful. The lead was replaced, and the issue resolved. The patient was alive with no injury. The issue occurred during normal use. The lead was to be returned to the manufacturer.

Manufacturer narrative:
Analysis of the returned lead (lot # 0207125721) found that the # 6 and 7 conductors were fractured. The complete lead (45.0 cm) was received for analysis. The outer insulation was visually intact. Both ends were visually intact and undamaged. The stylet coil was visually ok. The # 6 and 7 conductor wires were fractured at 2.8 cm from the proximal end. An anchor was identified from 28.0 cm to 20.6 cm measured from the distal end of the lead. Electrical testing determined that the continuity of the conductors was not complete. Circuits # 0, 1, 2, 3, 4, and 5 had acceptable continuity. There were no shorts observed between the conductors. Circuit # 6 was open. Circuit # 7 was intermittently open. If information is provided in the future, a supplemental report will be issued.